Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to helix become stuck midway through the procedure. A new lead was implanted. This rv lead will not be returned for analysis as patient had hepatitis c virus. No additional adverse patient effects were reported.